Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2017 and barbed suture was used. During the procedure, while the suture was passing through the vaginal cuff, during closing using the robotic arm, the suture strand broke just above the swage. There were no patient consequences reported.